Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30-40 mg/dl range. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.